Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident leak remains unknown.

Event description:
During an atrial fibrillation ablation procedure, a blood leak was noted from the valve. Another sheath from the same lot was used to complete the procedure with no consequences to the patient.